Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is 2 of 2 mdrs filed for the same event (reference 3002806535-2016-00207 & 00208). Product location unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, three closed reductions were performed due to dislocations on unknown dates. It was further reported that a revision procedure was performed on (B)(6) 2013 due to the dislocations. During the procedure, the acetabular cup was removed and replaced.